Manufacturer narrative:
(B)(6).

Event description:
It was reported that when they were inserting the implant it broke and the threads of came off. All pieces were removed. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was no returned. The investigation could not draw any conclusions about the reported event without the return of the device.